Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s log file was submitted due to ongoing low flow alarms. Log file captured low flow events on (B)(6) 2021 in which the low flow events occurred at times when pulsitile index (pi) was elevated. On (B)(6) 2021, the patient was re-admitted for further evaluation of recurrent low flow alarms. The patient was taken back to the operating room (or) on (B)(6) 2021 for exploration and revision to optimize inflow cannula placement. Thoracotomy incision was made, and pump was positioned with heavy sutures to chest wall. Two heavy sutures exteriorized to anchor and improve pump flow through ifc optimization. Flows improved to ~3.4 lpm with revision. The patient returned to ICU (intensive care unit) stable. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms, which the center attributed to the position of the inflow cannula. The reported inflow cannula alignment issue could not be confirmed as no images were submitted for evaluation. The system controller event log file contains data from 12:30:45 through 14:36:00 on 11mar2021. Several low flow events were captured throughout the file, resulting in 25 total low flow alarms. Calculated average flow ranged from 2.1-2.4 lpm for these events. Overall, calculated average flow ranged from 2.1-2.8 lpm. It should be noted that the system controller periodic log file appeared to show a decrease in calculated average flow over time, between 08mar2021 and 11mar2021. No additional atypical alarms were captured. The pump operated as intended at the set speed. The patient was taken back to the or (operating room) on (B)(6) 2021 for exploration and revision to optimized inflow cannula placement. A thoracotomy incision was made and the pump was positioned with heavy sutures to the chest wall. 2 heavy sutures exteriorized to anchor and improve pump flow. Flows improved to approximately 3.4 lpm with the revision. The patient returned to the ICU (intensive care unit) stable. The patient ultimately expired on (B)(6) 2021 after a decline in health and withdrawal of ventricular assist device (vad) support. The expiration was reportedly not device-related, and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.